Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is damaged and the display screen is scratched. Customer's blood glucose was 220mg/dl at the time of incident. Troubleshooting found that the display screen is cracked on the right and left sides and the screen is hard to see. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and minor scratches on the display window. No crack on the display window was noted. The drive support cap was inspected and no anomaly was noted.